Manufacturer narrative:
Thus far, little information has been provided by the user related to the event. Requests for additional information have yet to be fulfilled. From the information provided, it appears that the probe may have been applied off-axis to the eye (incorrect manual applanation by the user), resulting in an incorrect axial length measurement. However it is not possible to conclusively determine this without additional information by the user. The distributor ((B)(4)) has arranged to follow up with user (dr. (B)(6)) in february (16th-19th). Device production history for unit 2016-0387 has been reviewed. No production/quality control issues were identified. Device labeling (user instructions) is under review for efficacy and clarity.

Event description:
A distributor ((B)(4)) stated that a user (dr. (B)(6)) alleged his device was not giving a proper reading when performing measurements. When contacted for additional information, dr. (B)(6) stated that using measurements taken with the device (for iol calculations) yielded a refractive error of -3.00, -3.50 and -2.50 diopters, which was greater than the desired result. Dates of event unknown. The doctor stated that rayner intraocular lenses were used (power and model unknown). Patient information was not given, however from the description provided it appears that patients experienced this level of refractive error following surgery. Necessity of additional medical/surgical intervention unknown.